Manufacturer narrative:
Manufacturer evaluation of the instrument logs show that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately five (5) minutes and 56 seconds at 14:37 pm on (B)(6) 2018, which is sufficient time to replace the reagent and the station properties for bottle 7 (ethanol) were reset at 14:43 pm on (B)(6) 2018. This action set the ethanol concentration in bottle 7 to the default concentration of 100% configured in the reagent types definition. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol), which had measured ethanol concentration of 90% and a calculated ethanol concentration of 100%, was used for the first time in the final dehydration step of the "richmond 12h protocol" started in retort b at 14:50 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "richmond 12h protocol" started in retort b at 14:50 pm on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 14:37 pm and 14:43 pm on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 7. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 7 (ethanol). The root cause of the formalin smell in the wax baths reported by the fss could not be determined from the information available.

Event description:
The local leica biosystems histology technical specialist - pathology (fss) received a complaint that tissue samples from a 12 hour protocol run in retort b were "hard and looked shrunken" and "difficult to section". The complainant also reported that excess tissue marking dye had been observed in "xylenes and wax"; the "worst effected (sic) reagent" had been replaced on (B)(6) 2018; the affected blocks had been melted down and tissue samples had been placed into formalin and re-processed on a tissue processor from a different manufacturer located in the laboratory. On 08 february 2018, the fss who visited the laboratory in order to provide applications support documented that the wax in wax chamber 3 smelt of formalin. The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottle 7 in which the measured ethanol concentration was 90% and the calculated concentration was 100%. On 09 february 2018, the fss returned to the laboratory and completed a flush of the wax chambers to remove any formalin. The fss also advised that the reagent in all bottles designated as <ethanol> be replaced and a validation/test run be completed before using the instrument to process further diagnostic samples. On 02 march 2018, leica biosystems (B)(4) received information that the tissue from all cases exhibiting sub-optimal tissue processing was diagnosable.